Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint white plastic tip was burned was confirmed. Based on the results of the investigation, it is likely the white plastic tip was burned due to user has activated the laser probe inside the socket or the insulating insert, as a result of the thermal load, the insulating insert has cracked or parts have broken off. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a holmium laser enucleation of the prostate (holep) procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the resection sheath white plastic tip was burned. There were no reports of patient harm.